Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009, the patient presented with pre-op diagnosis of grade 1 to 2 spondylolisthesis l5-s1 with spondylolysis of l5, intractable pain, and radiculopathy and underwent set of procedures : anterior l5-s1 discectomy. Pillar sa peek and bmp allograft arthrodesis l5-s1. Segmental screw instrumentation l5-s1. 4.intra-operative fluoroscopy 1 hour. Second set of procedures as : posterior l5 gill's laminectomy. Posterior partial s1 laminectomy. Spine 360 pedicle screw instrumentation l5-s1. Posterior lateral fusion using bmp allograft and autograft arthrodesis l5-s1. Intra-operative fluoroscopy 1 hour. Per op-notes, "... A spine 360 pedicle screw instrumentation was placed at l5-s1 on the left. A rod was put in with screws and locking connecting nuts. .. Once exposed anterior l5-s1 discectomy was performed. Following this the pillar sa peek and bmp allograft arthrodesis was performed l5-s1... At this point, the posterior iateral fusion using bmp allograft and autograft arthrodesis was performed l5-s1 bilaterally. ...." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.